Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture of the right ventricular (rv) lead. High impedances and loss of capture were also noted on the rv lead. The rv lead was explanted partially, capped and replaced. No patient complications have been reported as a result of this event.